Event description:
It was reported by that during a laparoscopic cholecystectomy procedure, the surgeon tried to apply clips to cystic duct using proper firing technique and had multiple clips (from the first one) that were scissored or did not hold securely on the duct. The surgeon did not hear or feel any "non-normal" sounds or feedback. No product was kept by hospital for analysis. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).